Manufacturer narrative:
No scrolling numbers noted. Intermittent up arrow button due to corroded keypad trace. Device had battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked lcd window, broken belt clip slot, cracked reservoir tube and cracked reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have experienced a keypad anomaly. Customer's blood glucose was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.